Manufacturer narrative:
The device has not been returned. If/when there is more information provided, a supplemental report will be submitted.

Event description:
It was reported that the patient had a reaction to the comfort hard-soft splint. The device was provided on (B)(6) 2022 with the reaction occurring within 24hrs after insertion. The patient experienced tongue irritation. The device was discontinued (B)(6) 2022 with the reaction lasting for more than 24hrs. The patient's current medications are: gabapentin; metoprolol; magnesium; nitrofurantoin; zoledronic acid; hctz; aspirin; tylenol. With regards to the device: the device was cleaned with submerged in hot water bath. The patient maintained the device using a toothbrush and toothpaste and rinsed it thoroughly.

Manufacturer narrative:
CAPA 2023-006. The device has not been returned. However, the non-visual device evaluation has been completed and the results are as follows: DHR results: the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. Supplier (erkodent) reviewed the associated material lot and confirmed no material defects or changes could be detected. No manufacturing deviations or abnormalities are known. E-pro 4.0 - 11770112 (erkoloc-pro) was manufactured from november 02, 2021 and was assigned an expiration of november 2024. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: no device has been returned from the customer and no picture was provided by the customer to review. However, the non-visual device investigation has been completed. Root cause: a root cause for this complaint cannot be explicitly determined. No device has been returned for review. The patient maintained the device using a toothbrush and toothpaste and rinsed it thoroughly. Medications: gavapentin; metopropol; magnesium; nitrofuorintoin; zoledronic acid; hctz; aspirin; tylenol. Toothpaste is unsuitable for cleaning splints. The abrasive particles in it roughen the splint. A rough splint will always cause mechanical irritation. IFU 9091 rev 5.0 (comfort h/s bite splint instruction for use) states "brush and floss your teeth before use. Rinse mouth well with clean water before inserting the device. If patient uses mouthwash, all traces of mouthwash should be removed by thoroughly rinsing out mouth with water. Rinse bite splint well with clean, cool water before and after use. Clean bite splint with clean, cool water only and let air dry." IFU provides warning "do not clean or soak in mouthwash; do not use denture cleanser, hot water, alcohol, hydrogen peroxide; do not place in direct sunlight." It is possible that reactions could be caused by mouthwash, toothpaste, or soaking material.

Manufacturer narrative:
Additional data: b2, d4, h4, h6 (health effect - clinical code, medical device problem code, type of investigation code, and investigation conclusions code - 22). Corrected data: a2, h6 (health effect - impact code, investigation findings code, and investigation conclusions code - 4315). CAPA 23-006. Manufacturer reference: (B)(4).